Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. Visual inspection found that the shaft was bent and cracked. All pieces were still attached to the device. It was reported that there was an adverse event, the device broke during application and the device had leaks. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an ablation procedure, they noticed at five minutes into the eighth minute ablation, the saline bag was almost empty and the patient's stats were dropping. They stopped the procedure, but did not alert to the fact the 500ml saline bag should not be empty. After a few minutes, the patient stabilized so they put a new 500ml saline bag on the unit and proceeded with another three minute ablation but the patient arrested. They removed the antenna and started CPR (cardiopulmonary resuscitation). On inspection of the antenna, there was a crack. Fluid would have been leaking from this point into the patient's liver. Placement of the antenna was reported as normal and no adverse events, no ribs in the way, skin was cut with a knife prior to insertion. The procedure was carried out under ultrasound so difficult to see the fluid build up. CT 1.5 hours after arrest also did not show fluid build up. The antenna was visually inspected before insertion into patient and there were no defects reported. Patient is currently in ICU (intensive case unit) on ventilator but stabilizing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.